Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the trocar balloon was intact. The dissector balloon was received. The insufflation bulb was received. The inflation syringe was not received. The obturators were received. The ports and 5mm obturator were intact. Functionally, the dissector balloon was attempted to be inflated using the received insufflation bulb; a leak was detected on the side at the proximal end. The trocar balloon was inflated using a test syringe; no leaks were detected. The lock collar moves up and down the cannula freely and is securely locked in place. The ports passed an air leak test. It was reported that the balloon was broken and could not be inflated. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when care is not exercised during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: balloon products must be treated with care. Damage to balloons from instruments during the procedure may cause product failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the balloon burst and did not inflate. The issue was resolved by using a new product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.